Event description:
It was reported that the patient underwent an anterior-posterior lumbar fusion procedure at l4-s1. It was reported that sometime post-op the screw at s1 fractured. The patient underwent a revision surgery to remove and replace the screw due to pain. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.